Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative. The pump shut down on its own, per the device. Pump interrogation on (B)(6) 2015 showed an infusion mode of stopped pump with message of pump shot off for 394 hours 14 minutes. Interrogation also showed messages of terminal event has occurred in the pump, eri occurred (schedule to replace the pump (B)(6) "2095"), eos occurred (date unknown), reset occurred, and stopped pump period may exceed tube set. The pump was explanted and returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n281382, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (10000ug/ml at 4997 ug/d) via a implantable infusion pump. The indication for use was noted as non-malignant pain and other chronic/intract pain. On (B)(6) 2015, when the pump was interrogated prior to refill, an unexpected elective replacement indicator (eri) appeared. Two programmers were used and both showed that the eri had occurred; with schedule to replace by (B)(6) 2015. There were no symptoms or change in therapy reported. At the last refill on (B)(6) 2015, the eri read 32 months. No logs were read, they planned to see the patient on (B)(6) 2015 and read the logs then. The logs showed no further issues except the eri that was reported. The residual volumes were accurate at the refill on (B)(6) 2015. The tentative surgery date was set for (B)(6) 2015. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a miscellaneous low battery reset due to an undetermined cause. Analysis of the 8709 catheter j12566r22 revealed no significant anomalies; the catheter was returned in segments.